Event description:
The customer contacted the flex company's customer experience team via email stating that they had experienced a localized allergic reaction while using the device in early (B)(6) 2023. This was the customer's first time using the device. The customer stated that within approximately one to two hours of inserting the device they began to experience localized pain, swelling, and a burning sensation. The customer promptly removed the device, which did not alleviate their symptoms, so they sought evaluation and treatment at a local urgent care. The customer stated that their treating provider prescribed a course of prednisone, and that their symptoms were completely resolved after approximately three days. The customer has a known allergy to latex. The customer did not report any lingering symptoms or issues following the event. The company advised the customer to discontinue their use of the device and follow the instructions of their treating provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.